Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to her death. The cause of this patient¿s cardiac arrest can be attributed to complications from a gi illness with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On 29/apr/2026, a peritoneal dialysis registered nurse "[(pd)rn]" reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 due to a cardiac arrest secondary to complications from a chronic gastrointestinal (gi) illness. The patient was found unresponsive and pulseless by family on the morning on (B)(6) 2026. It was affirmed that the patient was connected to her liberty select cycler at the time of death. There were no alarms or any issues with her cycler during her final ccpd treatment. Emergency medical services were activated; however, upon arrival, the patient was pronounced deceased by qualified medical personnel at home. It was reported that the patient¿s death due to a cardiac arrest attributed to complications from chronic gi illness were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse "[(pd)rn]" reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 due to a cardiac arrest secondary to complications from a chronic gastrointestinal (gi) illness. The patient was found unresponsive and pulseless by family on the morning of (B)(6) 2026. It was affirmed that the patient was connected to her liberty select cycler at the time of death. There were no alarms or any issues with her cycler during her final ccpd treatment. Emergency medical services were activated; however, upon arrival, the patient was pronounced deceased by qualified medical personnel at home. It was reported that the patient¿s death due to a cardiac arrest attributed to complications from chronic gi illness were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage there were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.